Event description:
The customer reported to baxter healthcare one unknown buretrol IV set in which particulate matter was detected during infusion. There was patient involvement, however, no injury or adverse event is associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). This is report 2 of 2 related to the customer's user facility report (B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.